Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a faulty nav-ring. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 20 jan 2020 date of report: 20 jan 2020 the determination could not be made that the device failed to meet the specifications. No product was returned for evaluation so no root cause could be determined and no relationship could be investigated. The complaint will be reopened if a sample is evaluated or if new information becomes available.